Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced universal surgical manipulator (usm) 3 to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The replaced usm was returned for failure analysis. The reported complaint was confirmed and replicated. The unit was tested on an in-house system and triggered error 319. The unit failed the axes controller carriage power (accp) check all boards test. A gold accp was installed, and the unit passed. The original accp was reinstalled and the error came back. Upon further investigation, there was fluid intrusion/physical damage.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, error 319 occurred against universal surgical manipulator (usm) 3. The logs showed error 319 occurred on usm 3. The staff rebooted the system twice, but the error was not resolved. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked if the site could perform the case without usm 3, which they could not. The tse asked if the site had a spare system. The customer stated that all of the other systems were in use. The staff stated they would ask the surgeon how to proceed with the case. There was no reported injury.